Event description:
Contact could not be established between the defibrillator and pads. The pads were tried with two other defibrillators with the same result. Another set of the same model pads were available and reportedly functioned as expected.